Manufacturer narrative:
(B)(4). Pump received with missing retainer ring and missing battery cap contact. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: detached retainer, missing reservoir tube o-ring, pillowing keypad overlay, cracked select keypad overlay, missing serial number label, keypad overlay texture damage, broken reservoir tube lip, missing display cover, battery tube threads - cracked and cracked case-corner of belt clip rails. Missing retainer ring confirmed. Cosmetic damage confirmed at the reservoir tube o-ring, keypad overlay, keypad overlay texture, reservoir tube lip, display cover, battery tube threads and case-corner of belt clip rails. Battery cap contact missing confirmed. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 620g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a large crack in the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.